Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of a large abdominal aortic aneurysm that was inflammatory in nature. The pt's aortic neck was short and angulated and the external iliac arteries were reported to be small; therefore, a dacron conduit was sutured to the proximal right external iliac artery and was brought out through a separate groin incision. An aortic cuff was required to be implanted close to the renal arteries; however, the aortic neck did not straighten and the cuff slipped. The decision was made to implant the main device through the cuff. A follow-up was performed 7 months after the stent graft implant and the cta demonstrated excellent proximal fixation without evidence of an endoleak, however, there was severe kinking of the right limb with occlusion. About a month later, the pt had limb thrombosis and a fem bypass procedure was performed. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Inherent risk of procedure (arterial occlusion). Pt's condition affected effectiveness of device (small external iliac arteries. Short and angulated aortic neck). Device failure/lack effectiveness related to pt condition (small external iliac arteries, short and angulated aortic neck).